Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the data log did not find any errors related to the customer complaint. The reported event that the receiver ceased to function could not be confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 11/15/2016, that on (B)(6) 2016, the receiver ceased to function. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of receiver ceased to function was not confirmed. A root cause could not be determined.